Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of device expulsion ("one of the implant in cervix") and device breakage ("coil part separated from the rest of the implant") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos since 2018 for contraception. In 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced metrorrhagia ("metrorrhagia") and pelvic pain ("abdomino-pelvic pain"). In 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (removed in the end of (B)(6) 2018 or the beginning of (B)(6) 2018). Essure treatment was not changed. At the time of the report, the device expulsion, device breakage, metrorrhagia and pelvic pain outcome was unknown. The reporter provided no causality assessment for device breakage, device expulsion, metrorrhagia and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2018: one coil in the cervix then correct placement of both implants; on an unknown date: implants well placed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("outer coils of the implant in the cervix/ she believes it was caused by a part of the essure implant that had migrated into the cervix"), device breakage ("coil part separated from the rest of the implant"), device dislocation ("x-ray examination underlined that one of the essure implant stuck out of the fallopian tube") and pain ("pain increased prevented her from sleeping/ pain returns and has worsened") in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included colprone for contraception. Other product or product use issues identified: device difficult to use "outer coils of the implant was removed with a lot of difficulty" in (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain ("abdomino-pelvic pain"). In (B)(6) 2018, the patient experienced pain (seriousness criterion medically significant) with insomnia and metrorrhagia ("heavy metrorrhagia"). In 2018, the patient started colprone at an unspecified dose and frequency. In 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("continuous spotting since the removal of the outer coils/ continuous bleeding"), amenorrhoea ("amenorrhea under colprone"), abdominal pain ("abdominal pain since the removal of the outer coils") and dyspareunia ("dyspareunia since the removal of the outer coils"). In (B)(6) 2018, the patient experienced procedural pain ("when outer coils were removed, the patient felt acute pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruations"), breast swelling ("breast swelling with pain/ swollen breasts"), breast pain ("breast swelling with pain") and abdominal pain upper ("stomach pain"). The patient was treated with oral contraceptive nos and surgery (foreign piece was removed with a lot of difficulty in (B)(6) 2018 and the foreign body is removed from the isthmus with the essure). At the time of the report, the device expulsion, device breakage, pelvic pain, metrorrhagia, procedural pain, amenorrhoea, abdominal pain, dyspareunia and abdominal pain upper outcome was unknown, the pain and vaginal haemorrhage had not resolved and the dysmenorrhoea, breast swelling and breast pain had resolved. The reporter considered abdominal pain, abdominal pain upper, amenorrhoea, breast pain, breast swelling, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, metrorrhagia, pain, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: the operative report is positive, everything went well after essure insertion. After the placement of essure, a 3-month control via ultrasound showed that implants were correctly placed. Tubal occlusion and tissue in-growth around the insert were observed. After the placement, the patient experienced abdominal pain that she associated to her painful menstruations. She experienced also significant breast swelling with pain also after the placement. Her gynaecologist prescribed oral contraception and all returned to normal. The last ultrasound showed the presence of the foreign piece in the cervix of the patient. The foreign piece was removed with a lot of difficulty in (B)(6) 2018. The foreign piece was indeed outer coils of the implant. It was also informed that patient was currently treated with colprone, oral contraception leading to amenorrhea. Since the removal of the outer coils, the patient experienced abdominal pain, continuous spotting and dyspareunia. To this day, she has not received any answers in which someone has taken responsibility. The pain persists, without taking into account the continuous bleeding, the inability to have intimate relationships due to the pain, and the fact that she can no longer partake in sporting activities (self-defense, jogging etc.). The doctor who operated on her is ignoring the situation and has left me to address the problem herself. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram -on (B)(6) 2014: confirms the closure of the fallopian tubes. Ultrasound abdomen in (B)(6) 2018: results: essure devices were in place. Ultrasound pelvis in (B)(6) 2018: a presence of a permanent intracavitary foreign body was noted, however the report states that the essure implants are in the correct positions. Ultrasound scan - on an unknown date: the last ultrasound showed the presence of the foreign piece in the cervix of the patient.. X-ray - on an unknown date: results: implants well placed; in 2018: results: correct placement of device. One coil in the cervix.; in 2018: results: correct placement of both devices; in (B)(6) 2018: x-ray examination underlined that one of the essure implant stuck out of the fallopian tube, but the second one (the one with the separated coil part) was in place.; on (B)(6) 2018: it was performed to verify whether or not the foreign body has been removed. Indeed it has, and the essure implants appear to be in their correct positions. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the gynecologist is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information received from regional commissions for conciliation and compensation via legal department: ¿stomach pain¿ was added as event. On (B)(6) 2018: no new information. On (B)(6) 2018: quality-safety evaluation of ptc. Incident. No lot number or device sample was received in this case. A review of our complaint records and other non-conformances data was conducted which was unable to confirm the complaint; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("outer coils of the implant in the cervix") and device breakage ("coil part separated from the rest of the implant") in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "outer coils of the implant was removed with a lot of difficulty" in (B)(6) 2018. In 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain ("abdomino-pelvic pain"). In (B)(6) 2018, the patient experienced metrorrhagia ("heavy metrorrhagia") and pain ("pain increased prevented her from sleeping") with poor quality sleep. In 2018, the patient started colprone at an unspecified dose and frequency. In 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), amenorrhoea ("amenorrhea under colprone"), abdominal pain ("abdominal pain since the removal of the outer coils"), vaginal haemorrhage ("continuous spotting since the removal of the outer coils") and dyspareunia ("dyspareunia since the removal of the outer coils"). In august 2018, the patient experienced procedural pain ("when outer coils were removed, the patient felt acute pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("painful menstruations"), breast swelling ("breast swelling with pain") and breast pain ("breast swelling with pain"). The patient was treated with oral contraceptive nos and surgery (foreign piece was removed with a lot of difficulty in aug-2018). At the time of the report, the device expulsion, device breakage, pelvic pain, metrorrhagia, pain, procedural pain, amenorrhoea, abdominal pain, vaginal haemorrhage and dyspareunia outcome was unknown and the dysmenorrhoea, breast swelling and breast pain had resolved. The reporter provided no causality assessment for abdominal pain, amenorrhoea, breast pain, breast swelling, device breakage, device expulsion, dysmenorrhoea, dyspareunia, metrorrhagia, pain, pelvic pain, procedural pain and vaginal haemorrhage with essure. The reporter commented: after the placement of essure, a 3-month control via ultrasound showed that implants were correctly placed. Tubal occlusion and tissue in-growth around the insert were observed. After the placement, the patient experienced abdominal pain that she associated to her painful menstruations. She experienced also significant breast swelling with pain also after the placement. Her gynaecologist prescribed oral contraception and all returned to normal. The last ultrasound showed the presence of the foreign piece in the cervix of the patient. The foreign piece was removed with a lot of difficulty in aug-2018. The foreign piece was indeed outer coils of the implant. It was also informed that patient was currently treated with colprone, oral contraception leading to amenorrhea. Since the removal of the outer coils, the patient experienced abdominal pain, continuous spotting and dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - in (B)(6) 2018: essure were in place ultrasound pelvis - in (B)(6) 2018: essure were in place ultrasound scan - on an unknown date: implants were correc x-ray - in 2018: one coil in the cervix then correct placement of both implants; on an unknown date: implants well placed cont. Ultrasound: the last ultrasound showed the presence of the foreign piece in the cervix of the patient. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information received from the consumer via medical information: the previously reported event ""metrorrahgia" was changed to "heavy metrorhagia" and "one of the implant in cervix" changed to "outer coils of the implant in the cervix". New events added: 'breast swelling with pain', 'painful menstruations', 'pain increased prevented her from sleeping', 'when outer coils were removed, the patient felt acute pain', 'amenorrhea under colprone', 'abdominal pain since the removal of the outer coils', 'continuous spotting since the removal of the outer coils', 'dyspareunia since the removal of the outer coils' and 'outer coils of the implant was removed with a lot of difficulty'. Oral contraception was amended from concomitant drug to treatment and the indication amended from "contraception" to "breast swelling with pain". Colprone entered as suspect drug. Ultrasound results (B)(6) 2018) added. Rcc updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil part separated from the rest of the implant/ the implant broke in two parts and one part was in the cervix area'), device expulsion ('outer coils of the implant in the cervix/ she believes it was caused by a part of the essure implant that had migrated into the cervix') and device dislocation ('x-ray examination underlined that one of the essure implant stuck out of the fallopian tube') in a 46-year-old female patient who had essure (batch no. 13445699-invalid) inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included colprone for contraception. Other product or product use issues identified: device difficult to use "outer coils of the implant was removed with a lot of difficulty" in (B)(6) 2018. On (B)(4) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain ("abdomino-pelvic pain"). In (B)(6) 2018, the patient experienced pain ("pain increased prevented her from sleeping/ pain returns and has worsened") and intermenstrual bleeding ("heavy metrorrhagia"). In 2018, the patient started colprone at an unspecified dose and frequency. In 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain since the removal of the outer coils"), dyspareunia ("dyspareunia since the removal of the outer coils"), vaginal haemorrhage ("continuous spotting since the removal of the outer coils/continuous bleeding") and amenorrhoea ("amenorrhea under colprone"). In (B)(6) 2018, the patient experienced procedural pain ("when outer coils were removed, the patient felt acute pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruations"), abdominal pain lower ("pain in the lower part of the belly"), abdominal pain upper ("stomach pain"), uterine enlargement ("uterus increased of volume"), uterine pain ("sharp pain of the uterus"), back pain ("back pain"), adenomyosis ("deep adenomyosis"), breast swelling ("breast swelling with pain/ swollen breasts"), breast pain ("breast swelling with pain"), gastrointestinal motility disorder ("problems with bowel mobility"), insomnia ("pain increased prevented her from sleeping/ insomnia") and complication of device removal ("the implant broke in two parts and one parts was on the cervix area/he reported that she was to undergo uterus and tubes removal"). The patient was treated with oral contraceptive nos and surgery (broken off piece was removed with a lot of difficulty in (B)(6) 2018 and total hysterectomy with salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion, device dislocation, abdominal pain, abdominal pain lower, abdominal pain upper, dyspareunia, uterine enlargement, uterine pain, back pain, amenorrhoea, gastrointestinal motility disorder, insomnia, procedural pain and complication of device removal outcome was unknown, the pelvic pain, pain, intermenstrual bleeding, vaginal haemorrhage and adenomyosis had not resolved and the dysmenorrhoea, breast swelling and breast pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, amenorrhoea, back pain, breast pain, breast swelling, complication of device removal, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, gastrointestinal motility disorder, insomnia, intermenstrual bleeding, pain, pelvic pain, procedural pain, uterine enlargement, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: no difficulty noted in the medical report on essure insertion in (B)(6) 2014. X-ray in (B)(6) 2014 showed implants were correctly placed. Tubal occlusion and tissue in-growth around the insert observed. After the placement, the patient experienced abdominal pain that she associated to her painful menstruations, also significant breast swelling with pain, and she reported that the implant broke in two parts and one part was found in cervix area. Gynaecologist prescribed oral contraception, all returned to normal. Last ultrasound showed a foreign piece in cervix. The foreign piece was removed with a lot of difficulty in (B)(6) 2018, it was indeed outer coils of the implant. Patient was currently treated with colprone, oral contraception leading to amenorrhea. Since the removal of the outer coils, patient experienced abdominal pain, continuous spotting and dyspareunia. Patient kept the removed broken part at home as evidence for the legal procedure. To this day, she has not received any answers in which someone has taken responsibility. The pain persists, without taking into account the continuous bleeding, the inability to have intimate relationships due to the pain, and the fact that she can no longer partake in sporting activities (self-defense, jogging etc.). The doctor who operated on her was ignoring the situation and has left her to address the problem herself. She changed her gynecologist and provided the name of her new gynecologist. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination- on (B)(6) 2014: pain at uterine mobilization. Hysterosalpingogram- on (B)(6) 2014: confirms closure of the fallopian tubes, but on the left side, essure seemed to present a segment between the uterine cavity and left corneal area, left essure partly in uterus. Hysteroscopy- on (B)(6) 2014: implantation of essure was performed on (B)(6) 2014 without difficulty noted in the medical report. Abdominal rx dated (B)(6) 2014 showed essure in a correct placement. A report for an hysterosalpingography dated (B)(6) 2014 showing the left essure partly in uterus. A report indicating that one essure was removed in august 2018 (left side) after pelvic pain reported 4 years after implantation. Ultrasound abdomen- in (B)(6) 2018: results: essure devices were in place. Ultrasound pelvis- in (B)(6) 2018: a presence of a permanent intracavitary foreign body was noted, however the report states that the essure implants are in the correct positions; on (B)(6) 2018: confirmed the ablation of the foreign body; on (B)(6) 2018: deep adenomyosis; essure on the right was less visible but in a satisfactory position, possibly related to fragmentation observed , essure on the left was in a too proximal position. Ultrasound scan- on an unknown date: the last ultrasound showed the presence of the foreign piece in the cervix of the patient. X-ray- on an unknown date: implants well placed; on (B)(6) 2014: essure in a correct placement; in 2018: correct placement of device. One coil in the cervix.; in 2018: correct placement of both devices; in (B)(6) 2018: x-ray examination underlined that one of the essure implant stuck out of the fallopian tube, but the second one (the one with the separated coil part) was in place; on (B)(6) 2018: it was performed to verify whether or not the foreign body has been removed. Indeed it has, and the essure implants appear to be in their correct positions. Lot number 13445699 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the gynecologist is not possible. Most recent follow-up information incorporated above includes: on 28-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil part separated from the rest of the implant/ the implant broke in two parts and one part was in the cervix area'), device expulsion ('outer coils of the implant in the cervix/ she believes it was caused by a part of the essure implant that had migrated into the cervix') and device dislocation ('x-ray examination underlined that one of the essure implant stuck out of the fallopian tube') in a 46-year-old female patient who had essure (batch no. 13445699) inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included colprone for contraception. Other product or product use issues identified: device difficult to use "outer coils of the implant was removed with a lot of difficulty" in (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain ("abdomino-pelvic pain"). In (B)(6) 2018, the patient experienced pain ("pain increased prevented her from sleeping/ pain returns and has worsened") and intermenstrual bleeding ("heavy metrorrhagia"). In 2018, the patient started colprone at an unspecified dose and frequency. In 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain since the removal of the outer coils"), dyspareunia ("dyspareunia since the removal of the outer coils"), vaginal haemorrhage ("continuous spotting since the removal of the outer coils/ continuous bleeding") and amenorrhoea ("amenorrhea under colprone"). In (B)(6) 2018, the patient experienced procedural pain ("when outer coils were removed, the patient felt acute pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruations"), abdominal pain lower ("pain in the lower part of the belly"), abdominal pain upper ("stomach pain"), uterine enlargement ("uterus increased of volume"), uterine pain ("sharp pain of the uterus"), back pain ("back pain"), adenomyosis ("deep adenomyosis"), breast swelling ("breast swelling with pain/ swollen breasts"), breast pain ("breast swelling with pain"), gastrointestinal motility disorder ("problems with bowel mobility"), insomnia ("pain increased prevented her from sleeping/ insomnia") and complication of device removal ("the implant broke in two parts and one parts was on the cervix area/ he reported that she was to undergo uterus and tubes removal"). The patient was treated with oral contraceptive nos and surgery (broken off piece was removed with a lot of difficulty in (B)(6) 2018 and total hysterectomy with salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion, device dislocation, abdominal pain, abdominal pain lower, abdominal pain upper, dyspareunia, uterine enlargement, uterine pain, back pain, amenorrhoea, gastrointestinal motility disorder, insomnia, procedural pain and complication of device removal outcome was unknown, the pelvic pain, pain, intermenstrual bleeding, vaginal haemorrhage and adenomyosis had not resolved and the dysmenorrhoea, breast swelling and breast pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, amenorrhoea, back pain, breast pain, breast swelling, complication of device removal, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, gastrointestinal motility disorder, insomnia, intermenstrual bleeding, pain, pelvic pain, procedural pain, uterine enlargement, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: no difficulty noted in the medical report on essure insertion in (B)(6) 2014. X-ray in (B)(6) 2014 showed implants were correctly placed. Tubal occlusion and tissue in-growth around the insert observed. After the placement, the patient experienced abdominal pain that she associated to her painful menstruations,also significant breast swelling with pain, and she reported that the implant broke in two parts and one part was found in cervix area. Gynaecologist prescribed oral contraception, all returned to normal. Last ultrasound showed a foreign piece in cervix. The foreign piece was removed with a lot of difficulty in (B)(6) 2018, it was indeed outer coils of the implant. Patient was currently treated with colprone, oral contraception leading to amenorrhea. Since the removal of the outer coils, patient experienced abdominal pain, continuous spotting and dyspareunia. Patient kept the removed broken part at home as evidence for the legal procedure. To this day, she has not received any answers in which someone has taken responsibility. The pain persists, without taking into account the continuous bleeding, the inability to have intimate relationships due to the pain, and the fact that she can no longer partake in sporting activities (self-defense, jogging etc.). The doctor who operated on her was ignoring the situation and has left her to address the problem herself. She changed her gynecologist and provided the name of her new gynecologist. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2014: pain at uterine mobilization. Hysterosalpingogram - on (B)(6) 2014: confirms closure of the fallopian tubes, but on the left side, essure seemed to present a segment between the uterine cavity and left corneal area, left essure partly in uterus. Hysteroscopy - on (B)(6) 2014: - implantation of essure was performed on (B)(6) 2014 without difficulty noted in the medical report. Abdominal rx dated 22 may 2014 showed essure in a correct placement. A report for an hysterosalpingography dated (B)(6) 2014 showing the left essure partly in uterus. A report indicating that one essure was removed in august 2018 (left side) after pelvic pain reported 4 years after implantation.. Ultrasound abdomen - in (B)(6) 2018: results: essure devices were in place. Ultrasound pelvis - in (B)(6) 2018: a presence of a permanent intracavitary foreign body was noted, however the report states that the essure implants are in the correct positions; on (B)(6) 2018: confirmed the ablation of the foreign body; on (B)(6) 2018: deep adenomyosis; essure on the right was less visible but in a satisfactory position, possibly related to fragmentation observed , essure on the left was in a too proximal position. Ultrasound scan - on an unknown date: the last ultrasound showed the presence of the foreign piece in the cervix of the patient.. X-ray - on an unknown date: implants well placed; on (B)(6) 2014: essure in a correct placement; in 2018: correct placement of device. One coil in the cervix.; in 2018: correct placement of both devices; in (B)(6) 2018: x-ray examination underlined that one of the essure implant stuck out of the fallopian tube, but the second one (the one with the separated coil part) was in place.; on (B)(6) 2018: it was performed to verify whether or not the foreign body has been removed. Indeed it has, and the essure implants appear to be in their correct positions. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the gynecologist is not possible. Most recent follow-up information incorporated above includes: on 14-jun-2021: lawyer provided essure lot number: 13445699. Dates of tests clarified: abdominal x-ray (B)(6) 2014 (essure in a correct placement). A lot number has been received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('outer coils of the implant in the cervix/ she believes it was caused by a part of the essure implant that had migrated into the cervix'), device breakage ('coil part separated from the rest of the implant/ the implant broke in two parts and one part was in the cervix area') and device dislocation ('x-ray examination underlined that one of the essure implant stuck out of the fallopian tube') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included colprone for contraception. Other product or product use issues identified: device difficult to use "outer coils of the implant was removed with a lot of difficulty" in (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain ("abdomino-pelvic pain"). In (B)(6) 2018, the patient experienced pain ("pain increased prevented her from sleeping/ pain returns and has worsened") and metrorrhagia ("heavy metrorrhagia"). In 2018, the patient started colprone at an unspecified dose and frequency. In 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain since the removal of the outer coils"), dyspareunia ("dyspareunia since the removal of the outer coils"), vaginal haemorrhage ("continuous spotting since the removal of the outer coils/ continuous bleeding") and amenorrhoea ("amenorrhea under colprone"). In (B)(6) 2018, the patient experienced procedural pain ("when outer coils were removed, the patient felt acute pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruations"), abdominal pain lower ("pain in the lower part of the belly"), abdominal pain upper ("stomach pain"), uterine enlargement ("uterus increased of volume"), uterine pain ("sharp pain of the uterus"), back pain ("back pain"), adenomyosis ("deep adenomyosis"), breast swelling ("breast swelling with pain/ swollen breasts"), breast pain ("breast swelling with pain"), gastrointestinal motility disorder ("problems with bowel mobility"), insomnia ("pain increased prevented her from sleeping/ insomnia") and complication of device removal ("the implant broke in two parts and one parts was on the cervix area/ he reported that she was to undergo uterus and tubes removal"). The patient was treated with oral contraceptive nos and surgery (broken off piece was removed with a lot of difficulty in (B)(6) 2018 and total hysterectomy with salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, device breakage, device dislocation, abdominal pain, abdominal pain lower, abdominal pain upper, dyspareunia, uterine enlargement, uterine pain, back pain, amenorrhoea, gastrointestinal motility disorder, insomnia, procedural pain and complication of device removal outcome was unknown, the pelvic pain, pain, metrorrhagia, vaginal haemorrhage and adenomyosis had not resolved and the dysmenorrhoea, breast swelling and breast pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, amenorrhoea, back pain, breast pain, breast swelling, complication of device removal, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, gastrointestinal motility disorder, insomnia, metrorrhagia, pain, pelvic pain, procedural pain, uterine enlargement, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: the operative report is positive, everything went well after essure insertion. After the placement of essure, a 3-month control via ultrasound showed that implants were correctly placed. Tubal occlusion and tissue in-growth around the insert were observed. After the placement, the patient experienced abdominal pain that she associated to her painful menstruations. She experienced also significant breast swelling with pain, and she reported that the implant broke in two parts and one part was found in the cervix area. Her gynaecologist prescribed oral contraception and all returned to normal. The last ultrasound showed the presence of the foreign piece in the cervix of the patient. The foreign piece was removed with a lot of difficulty in (B)(6) 2018. The foreign piece was indeed outer coils of the implant. It was also informed that patient was currently treated with colprone, oral contraception leading to amenorrhea. Since the removal of the outer coils, the patient experienced abdominal pain, continuous spotting and dyspareunia. Patient informed that she had surgery to remove this broken part and she kept it at home as evidence for the legal procedure. To this day, she has not received any answers in which someone has taken responsibility. The pain persists, without taking into account the continuous bleeding, the inability to have intimate relationships due to the pain, and the fact that she can no longer partake in sporting activities (self-defense, jogging etc.). The doctor who operated on her is ignoring the situation and has left her to address the problem herself. The patient changed her gynecologist and provided the name of her new gynecologist. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2014: pain at uterine mobilization. Hysterosalpingogram - on (B)(6) 2014: confirms the closure of the fallopian tubes, but it was observed that on the left side, essure seemed to present a segment between the uterine cavity and left corneal area. Ultrasound abdomen - in (B)(6) 2018: results: essure devices were in place. Ultrasound pelvis - in (B)(6) 2018: a presence of a permanent intracavitary foreign body was noted, however the report states that the essure implants are in the correct positions; on (B)(6) 2018: confirmed the ablation of the foreign body; on (B)(6) 2018: deep adenomyosis; essure on the right was less visible but in a satisfactory position, possibly related to fragmentation observed , essure on the left was in a too proximal position. Ultrasound scan - on an unknown date: the last ultrasound showed the presence of the foreign piece in the cervix of the patient.. X-ray - on an unknown date: results: implants well placed; in 2018: results: correct placement of device. One coil in the cervix.; in 2018: results: correct placement of both devices; in (B)(6) 2018: x-ray examination underlined that one of the essure implant stuck out of the fallopian tube, but the second one (the one with the separated coil part) was in place.; on (B)(6) 2018: it was performed to verify whether or not the foreign body has been removed. Indeed it has, and the essure implants appear to be in their correct positions. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the gynecologist is not possible. Most recent follow-up information incorporated above includes: on 30-oct-2019: case extraction form provided. Essure removal date and lab data provided. Events added: back pain, pain in the lower part of the belly, problems with bowel mobility, uterus increased of volume, sharp pain of uterus, deep adenomyosis. Outcome of pelvic pain and bleedings updated. No lot number or device sample was received in this case. We conducted a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a physician and describes the occurrence of device breakage ("coil part separated from the rest of the implant/ the implant broke in two parts and one part was in the cervix area / fragmentation"), device expulsion ("outer coils of the implant in the cervix/ she believes it was caused by a part of the essure implant that had migrated into the cervix") and device dislocation ("x-ray examination underlined that one of the essure implant stuck out of the fallopian tube") in a 46-year-old female patient who had essure inserted (lot no. 13445699-invalid). Additional non-serious events are detailed below. An additional suspect product was colprone for contraception. Other product or product use issues identified: device difficult to remove ("outer coils of the implant was removed with a lot of difficulty" in (B)(6) 2018) and contraceptive device removal incomplete ("the implant broke in two parts and one parts was on the cervix area/ he reported that she was to undergo uterus and tubes removal"). The patient had a medical history of parity 3, phlebectomy, appendectomy, hypothyroidism, hypertension and tobacco user. Previously administered products included: iud nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018 she experienced pelvic pain ("abdomino-pelvic pain / pain"). In (B)(6) 2018 she experienced pain ("pain increased prevented her from sleeping/ pain returns and has worsened") and intermenstrual bleeding ("heavy metrorrhagia"). In (B)(6) 2018 she experienced procedural pain ("when outer coils were removed, the patient felt acute pain"). In 2018 the patient started colprone at an unspecified dose and frequency. In 2018 she experienced device expulsion (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain since the removal of the outer coils"), dyspareunia ("dyspareunia since the removal of the outer coils"), vaginal haemorrhage ("continuous spotting since the removal of the outer coils/ continuous bleeding") and amenorrhoea ("amenorrhea under colprone"). Essure was removed on (B)(6) 2019. On unknown dates she experienced device breakage (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), dysmenorrhoea ("painful menstruations"), abdominal pain lower ("pain in the lower part of the belly"), abdominal pain upper ("stomach pain"), uterine enlargement ("uterus increased of volume"), uterine pain ("sharp pain of the uterus"), back pain ("back pain"), adenomyosis ("deep adenomyosis"), breast swelling ("breast swelling with pain/ swollen breasts"), breast pain ("breast swelling with pain"), gastrointestinal motility disorder ("problems with bowel mobility"), insomnia ("pain increased prevented her from sleeping/ insomnia"), genital haemorrhage ("bleeding just a few days after implant of essure.") And heavy menstrual bleeding ("menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with oral contraceptive nos as well as surgery (total hysterectomy with salpingectomy on (B)(6) 2019 and broken off piece was removed with a lot of difficulty in (B)(6) 2018). At the time of the report, the dysmenorrhoea, breast swelling and breast pain had resolved and the pelvic pain, pain, intermenstrual bleeding, vaginal haemorrhage and adenomyosis had not resolved. The outcomes for device breakage, device expulsion, device dislocation, abdominal pain, abdominal pain lower, abdominal pain upper, dyspareunia, uterine enlargement, uterine pain, back pain, amenorrhoea, gastrointestinal motility disorder, insomnia, procedural pain, genital haemorrhage, heavy menstrual bleeding and weight increased were unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, amenorrhoea, back pain, breast pain, breast swelling, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, gastrointestinal motility disorder, genital haemorrhage, heavy menstrual bleeding, insomnia, intermenstrual bleeding, pain, pelvic pain, procedural pain, uterine enlargement, uterine pain, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: no difficulty noted in the medical report on essure insertion in (B)(6) 2014. X-ray in (B)(6) 2014 showed implants were correctly placed. Tubal occlusion and tissue in-growth around the insert observed. After the placement, the patient experienced abdominal pain that she associated to her painful menstruations,also significant breast swelling with pain, and she reported that the implant broke in two parts and one part was found in cervix area. Gynaecologist prescribed oral contraception, all returned to normal. Last ultrasound showed a foreign piece in cervix. The foreign piece was removed with a lot of difficulty in (B)(6) 2018, it was indeed outer coils of the implant. Patient was currently treated with colprone, oral contraception leading to amenorrhea. Since the removal of the outer coils, patient experienced abdominal pain, continuous spotting and dyspareunia. Patient kept the removed broken part at home as evidence for the legal procedure. To this day, she has not received any answers in which someone has taken responsibility. The pain persists, without taking into account the continuous bleeding, the inability to have intimate relationships due to the pain, and the fact that she can no longer partake in sporting activities (self-defense, jogging etc.). The doctor who operated on her was ignoring the situation and has left her to address the problem herself. She changed her gynecologist and provided the name of her new gynecologist. Nine trailing coils on left and 5 on right. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2014: pain at uterine mobilization [hysterosalpingogram] on (B)(6) 2014: confirms closure of the fallopian tubes, but on the left side, essure seemed to present a segment between the uterine cavity and left corneal area, left essure partly in uterus [hysteroscopy] on (B)(6) 2014: - implantation of essure was performed on (B)(6) 2014 without difficulty noted in the medical report. Abdominal rx dated (B)(6) 2014 showed essure in a correct placement. A report for an hysterosalpingography dated (B)(6) 2014 showing the left essure partly in uterus. A report indicating that one essure was removed in (B)(6) 2018 (left side) after pelvic pain reported 4 years after implantation. [Ultrasound abdomen] in (B)(6) 2018: results: essure devices were in place. [Ultrasound pelvis] in (B)(6) 2018: a presence of a permanent intracavitary foreign body was noted, however the report states that the essure implants are in the correct positions; on (B)(6) 2018: confirmed the ablation of the foreign body; on (B)(6) 2018: deep adenomyosis; essure on the right was less visible but in a satisfactory position, possibly related to fragmentation observed , essure on the left was in a too proximal position. [Ultrasound scan] (date unknown): the last ultrasound showed the presence of the foreign piece in the cervix of the patient. [X-ray] on (B)(6) 2014: essure in a correct placement; in 2018: correct placement of device. One coil in the cervix. And correct placement of both devices; in (B)(6) 2018: x-ray examination underlined that one of the essure implant stuck out of the fallopian tube, but the second one (the one with the separated coil part) was in place.; on (B)(6) 2018: it was performed to verify whether or not the foreign body has been removed. Indeed it has, and the essure implants appear to be in their correct positions; (date unknown): implants well placed. Lot number 13445699 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-oct-2022: events heavy menstrual bleeding, genital bleeding & weight gain was added. Further company follow-up with the gynecologist is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("outer coils of the implant in the cervix") and device breakage ("coil part separated from the rest of the implant") in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "outer coils of the implant was removed with a lot of difficulty" in (B)(6) 2018. In 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain ("abdomino-pelvic pain"). In (B)(6) 2018, the patient experienced metrorrhagia ("heavy metrorrhagia") and pain ("pain increased prevented her from sleeping") with poor quality sleep. In 2018, the patient started colprone at an unspecified dose and frequency. In 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), amenorrhoea ("amenorrhea under colprone"), abdominal pain ("abdominal pain since the removal of the outer coils"), vaginal haemorrhage ("continuous spotting since the removal of the outer coils") and dyspareunia ("dyspareunia since the removal of the outer coils"). In (B)(6) 2018, the patient experienced procedural pain ("when outer coils were removed, the patient felt acute pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("painful menstruations"), breast swelling ("breast swelling with pain") and breast pain ("breast swelling with pain"). The patient was treated with oral contraceptive nos and surgery (foreign piece was removed with a lot of difficulty in (B)(6) 2018). At the time of the report, the device expulsion, device breakage, pelvic pain, metrorrhagia, pain, procedural pain, amenorrhoea, abdominal pain, vaginal haemorrhage and dyspareunia outcome was unknown and the dysmenorrhoea, breast swelling and breast pain had resolved. The reporter provided no causality assessment for abdominal pain, amenorrhoea, breast pain, breast swelling, device breakage, device expulsion, dysmenorrhoea, dyspareunia, metrorrhagia, pain, pelvic pain, procedural pain and vaginal haemorrhage with essure. The reporter commented: after the placement of essure, a 3-month control via ultrasound showed that implants were correctly placed. Tubal occlusion and tissue in-growth around the insert were observed. After the placement, the patient experienced abdominal pain that she associated to her painful menstruations. She experienced also significant breast swelling with pain also after the placement. Her gynaecologist prescribed oral contraception and all returned to normal. The last ultrasound showed the presence of the foreign piece in the cervix of the patient. The foreign piece was removed with a lot of difficulty in (B)(6) 2018. The foreign piece was indeed outer coils of the implant. It was also informed that patient was currently treated with colprone, oral contraception leading to amenorrhea. Since the removal of the outer coils, the patient experienced abdominal pain, continuous spotting and dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - in (B)(6) 2018: essure were in place. Ultrasound pelvis - in (B)(6) 2018: essure were in place. Ultrasound scan - on an unknown date: implants were correct. X-ray - in 2018: one coil in the cervix then correct placement of both implants; on an unknown date: implants well placed. Cont. Ultrasound: the last ultrasound showed the presence of the foreign piece in the cervix of the patient. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: unlocked for quality safety evaluation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("outer coils of the implant in the cervix/ she believes it was caused by a part of the essure implant that had migrated into the cervix"), device breakage ("coil part separated from the rest of the implant/ the implant broke in two parts and one part was in the cervix area"), device dislocation ("x-ray examination underlined that one of the essure implant stuck out of the fallopian tube") and pain ("pain increased prevented her from sleeping/ pain returns and has worsened") in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included colprone for contraception. Other product or product use issues identified: device difficult to use "outer coils of the implant was removed with a lot of difficulty" in (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain ("abdomino-pelvic pain"). In (B)(6) 2018, the patient experienced pain (seriousness criterion medically significant) with insomnia and metrorrhagia ("heavy metrorrhagia"). In (B)(6) , the patient started colprone at an unspecified dose and frequency. In (B)(6) , the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("continuous spotting since the removal of the outer coils/ continuous bleeding"), amenorrhoea ("amenorrhea under colprone"), abdominal pain ("abdominal pain since the removal of the outer coils") and dyspareunia ("dyspareunia since the removal of the outer coils"). In (B)(6) 2018, the patient experienced procedural pain ("when outer coils were removed, the patient felt acute pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruations"), breast swelling ("breast swelling with pain/ swollen breasts"), breast pain ("breast swelling with pain"), abdominal pain upper ("stomach pain") and complication of device removal ("the implant broke in two parts and one parts was on the cervix area/ he reported that she was to undergo uterus and tubes removal"). The patient was treated with oral contraceptive nos and surgery (broken off piece was removed with a lot of difficulty in (B)(6) 2018 and hysterectomy and removal of fallopian tubes is planned). At the time of the report, the device expulsion, device breakage, device dislocation, pelvic pain, metrorrhagia, procedural pain, amenorrhoea, abdominal pain, dyspareunia, abdominal pain upper and complication of device removal outcome was unknown, the pain and vaginal haemorrhage had not resolved and the dysmenorrhoea, breast swelling and breast pain had resolved. The reporter considered abdominal pain, abdominal pain upper, amenorrhoea, breast pain, breast swelling, complication of device removal, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, metrorrhagia, pain, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: the operative report is positive, everything went well after essure insertion. After the placement of essure, a 3-month control via ultrasound showed that implants were correctly placed. Tubal occlusion and tissue in-growth around the insert were observed. After the placement, the patient experienced abdominal pain that she associated to her painful menstruations. She experienced also significant breast swelling with pain, and she reported that the implant broke in two parts and one part was found in the cervix area. Her gynaecologist prescribed oral contraception and all returned to normal. The last ultrasound showed the presence of the foreign piece in the cervix of the patient. The foreign piece was removed with a lot of difficulty in (B)(6) 2018. The foreign piece was indeed outer coils of the implant. It was also informed that patient was currently treated with colprone, oral contraception leading to amenorrhea. Since the removal of the outer coils, the patient experienced abdominal pain, continuous spotting and dyspareunia. Patient informed that she had surgery to remove this broken part and she kept it at home as evidence for the legal procedure. To this day, she has not received any answers in which someone has taken responsibility. The pain persists, without taking into account the continuous bleeding, the inability to have intimate relationships due to the pain, and the fact that she can no longer partake in sporting activities (self-defense, jogging etc.). The doctor who operated on her is ignoring the situation and has left her to address the problem herself. She reported that she is planning to undergo uterus and tubes removal. The patient changed her gynecologist and provided the name of her new gynecologist. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirms the closure of the fallopian tubes. Ultrasound abdomen - in (B)(6) 2018: results: essure devices were in place. Ultrasound pelvis - in (B)(6) 2018: a presence of a permanent intracavitary foreign body was noted, however the report states that the essure implants are in the correct positions. Ultrasound scan - on an unknown date: the last ultrasound showed the presence of the foreign piece in the cervix of the patient. X-ray - on an unknown date: results: implants well placed; in (B)(6) : results: correct placement of device. One coil in the cervix.; in (B)(6) : results: correct placement of both devices; in (B)(6) 2018: x-ray examination underlined that one of the essure implant stuck out of the fallopian tube, but the second one (the one with the separated coil part) was in place.; on (B)(6) 2018: it was performed to verify whether or not the foreign body has been removed. Indeed it has, and the essure implants appear to be in their correct positions. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the gynecologist is not possible. Most recent follow-up information incorporated above includes: on 10-jan-2019: further information received from patient. Reporter¿s information was amended. The patient reported that the implant broke in two parts and one part was found in the cervix area. She had surgery to remove this broken part and she kept it at home as evidence for the legal procedure. The patient did not know if the implant was effective and took a contraceptive pill again. She reported that she is planning to undergo removal of uterus and tubes. The patient changed her gynecologist and provided the name of her new gynecologist. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.